Event description:
It was reported that the patient experienced pain at the implantable neurostimulator site since surgery in (B)(6). The patient requested the removal of the device, stating that the pain increased when the battery was on. Multiple reprogramming sessions were conducted to address the pain, but they were unsuccessful. The pain was replicated when pressure was applied to the incision over where the anchor lies inside. Impedance and connectivity checks were performed during each device interrogation, revealing no irregularities. The device was ultimately explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- (B)(6) 2025 16:57:35 cst pli# 10 product ID# 977119 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported the ins was explanted as the patient believed the device was defective due to getting shocked at the implant site.